Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the hospital technologist experienced resistance and kinked the pusher assembly of the ruby coil. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils, pod packing coils (pod pc), and the same lantern. There was no report of an adverse effect to the patient.